Manufacturer narrative:
Corrected fields: b3 (information was inadvertently missed on the initial), d9 (device was returned prior to initial submittal), e2/e3 (information was inadvertently missed on the initial). This report is being supplemented to provide additional information based on the results of third-party testing, the customer provided cleaning disinfection and sanitization (cds), the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023, sampling from: all channels, cfu: <1 colony forming unit (cfu), bacterial identification: no bacteria detected. The customer provided the following cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The device was rinsed before manual disinfection. The disinfectant was "clinalkan". All channels were flushed with and immersed into the disinfectant. Tap water was used to rinse after disinfection. The concentration and expiration date of the disinfectant was controlled. The customer uses a "soluscope 4", which was confirmed to have no defects. The detergent used was "detergent cln" and the disinfectant was "disinfectant paa". All channels were connected with tubes when the endoscope was setting up into the automated endoscope reprocessor (aer). The concentration and expiration date of the disinfectant was controlled. The water quality of the rinse water was controlled via water filter, which was replaced periodically according to the instructions for use (IFU). The device was dried by filtered compressed air and the dry process of the aer. The endoscope was not stored. The device was evaluated and no abnormalities were found that could have led to a positive culture. The following defects were noted during device evaluation; the bending section cover glue was separated, the channel mount was worn, the mouthpiece was damaged, the air/water/suction cylinder were scratched, and the scope connector cover was worn. These defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii gastrointestinal videoscope tested positive for 16 colony forming units (cfus)/100 ml of stenotrophomonas maltophilia and had an abnormality in the distal sheath. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.